Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: the handle of the instrument was detached from the attached part. Used other device. There was no bleeding, nothing fell into the pt cavity, no tissue damaged, nor was the operating time extended more than 30 minutes.